Event description:
The locking mechanism broke off the broach handle. The event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to a modification of the device by the user. The agent should instruct the users not to disaasembly an/or modify the device in any way.